Event description:
A doctor reported a patient who was injected with radiance (8040-3) that has an infection at the injection site. Doctor treated this patient with an antibiotic until the infection cleared.